Event description:
Complainant alleged that during biomed testing the device displayed a "defib pacer fault" message. The customer was unable to provide specifics of what the device displayed. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.